Event description:
It was reported that during device preparation, the versacross connect transseptal dilator was opened, and the tip of the dilator was found to be chipped. The device was not used. An alternate device was selected, and the procedure was completed successfully. No patient complications occurred, and the patient recovered fully.